Event description:
After a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, acute gastric dilation was reported after return to the hospital ward. The patient was unable to eat for one or more days, but was discharged after recovering. There were no reports of unusual events during the pvi procedure.

Manufacturer narrative:
No device deficiency reported. Nerve injury is a known possible complication of catheter ablation procedures disclosed in product labeling.